Event description:
On (B) (6)2010, the patient's husband reported that about 2 weeks ago the patient had elevated blood glucose readings in the 500's mg/dl with her normal range being 80-200 mg/dl. Symptoms were nausea and she took insulin via injections to treat her readings. He said it took "awhile" before she started to feel better as she was not taking enough insulin via injections. He stated she had not realized her insulin infusion device cartridge was out of insulin and thinks she may not have received a low cartridge alert or cartridge empty error. He said he currently does not have the device to check the history. He stated that once the patient realized the cartridge was empty, she inserted a new cartridge and continued to use her device. On follow up with the patient, she stated her error/alarm device history only goes back to (B) (6) 2010 so she can not check to see if there was an alarm and she does not recall what happened. An offer to replace her device was made. The patient declined and stated her device is properly functioning. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.